Event description:
The initial reporter alleged discrepant results for the elecsys hiv combi pt assay and a hepatitis b parameter when tested on the cobas e 801 module, compared to results obtained using a competitor assay. The customer performed additional testing using a heterophilic blocking tube (hbt) and reported receiving partially different results. No further details regarding the specific results or their interpretation were provided.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration data was inconspicuous. Provided quality control data confirmed that all results were within expected ranges. However, the investigation was limited as patient sample testing for the hiv and hepatitis b parameters could not be performed at roche suzhou. Additionally, no testing with heterophilic blocking tubes (hbt) was conducted by roche, and therefore, no conclusions could be drawn regarding the results obtained using hbt. In rare cases, interferences may occur with elecsys assays; however, these assays contain additives designed to minimize such effects. The customer was advised to perform confirmatory testing, such as pcr rna testing and western blot.